Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right atrial (ra) lead was performed. Analysis showed that the lead passed electrical testing and could not confirm the high impedance. However, the analysis confirmed a deformed conductor coils, possibly from the stylet escaping the lumen.

Event description:
It was reported that this right atrial (ra) lead had lead body damage. The stylet was not advancing well in the inner lumen and was possibly outside the lead body while advancing. Furthermore, the ra lead was repositioned but still had the same issue and the impedance measurements went high. The ra lead was never in use. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had lead body damage. The stylet was not advancing well in the inner lumen and was possibly outside the lead body while advancing. Furthermore, the ra lead was repositioned but still had the same issue and the impedance measurements went high. The ra lead was never in service. No adverse patient effects were reported.